Event description:
Procedure type: urogynecological. According to the rptr: it was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced mesh erosion, pain and suffering, injury, and has undergone corrective surgery. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The preoperative and postoperative diagnosis was post-hysterectomy vaginal vault prolapse, genuine stress urinary incontinence, enterocele, cystocele, rectocele, and absent perineum. The procedure performed was a sacrospinous colpopexy, sling urethropexy, enterocele repair, cystocele repair, anterior colporrhaphy, posterior colporrhaphy, and colpoperineorrhaphy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received: complications post implant: (B)(6) 2009: small vaginal polyp on the left vaginal wall. Underwent excision of vaginal polyp, benign lesion diameter of 0.5 cm or less (B)(6) 2010: vaginal spotting from removal of polyp. On exam one small spot inside the vagina that appears like a cervix that has a drop of blood from the inverted area. Assessed with postmenopausal vaginal bleeding. (B)(6) 2010: mid abdominal pain and sometimes it would radiate to her left flank, bladder infection. (B)(6) 2011 ¿ (B)(6) 2011: brown discharge, urinary urgency, difficulty emptying bladder, chronic constipation requiring splinting, urinary incontinence. Vaginal bleeding from exposed mesh. Mesh (ivs tunneller) revision surgery: (B)(6) 2011: underwent removal of exposed mesh under general anesthesia following mesh revision the patient developed serious complications which required dysuria, urinary tract infection, vaginal prolapse, foreign body vulva/vagina, urgency, urinary frequency, urinary incontinence, nocturia, mild atrophic vaginitis. Additional mesh (using alyte) implant surgery: (B)(6) 2012: underwent abdominal sacro-colpopexy, abdominal enterocele lysis of bowel adhesions for post hysterectomy vaginal vault prolapse, enterocele under general endotracheal anesthesia complications post additional implant (using alyte): following surgery, patient had complications such as vaginal prolapse, urgency prior to urination, recurrent urinary tract infection, hematuria, urinary incontinence, urinary frequency and atrophic vaginitis during the interim period (B)(6) 2012 to (B)(6) 2013 for which patient was treated with macrobid, pyridium and estrogen cream